Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Cusotmer reported high blood glucose of 432 mg/dl. Customer was just calling to get a replacement for his belt clip. No further information was reported.